Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report mitral regurgitation, heart failure and clip migration. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An anterior prolapse and flail were present. It was noted the patient underwent a previous open-heart surgery, but after performing sternotomy, the physician decided the patient was not a candidate for an additional surgical procedure. Therefore, two mitraclip¿s were deployed reducing mr to a grade of 1-2. The following day, transthoracic echocardiography (tte) was performed and it was suspected the first implanted clip had partially detached from the leaflets. Mr increased to a grade of 2. No treatment was performed. On (B)(6) 2022, the patient returned to the hospital due to heart failure symptoms. Echocardiography showed one of the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in a chordal rupture. The second clip had also partially detached from both leaflets, causing mr to increase to a grade of 4. On (B)(6) 2022, a second procedure was performed to stabilize the clips. One clip was implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be related to the reported migration. The reported heart failure appears to be a secondary effect of the reported mr. Heart failure and mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.